Event description:
Event [preferred term] (related symptoms if any separated by commas) episodes of uncontrolled glucose [diabetes mellitus inadequate control], the pen was not delivering the correct insulin dose [device delivery system issue], pen was not functioning properly [device malfunction]. Case description: this serious spontaneous case from brazil was reported by a consumer as "episodes of uncontrolled glucose(loss of control of blood sugar)" beginning on 2025, "the pen was not delivering the correct insulin dose(inaccurate delivery by device)" beginning on 2025, "pen was not functioning properly(device malfunction)" beginning on 2025, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from 2025 for "device therapy", patient height, weight and body mass index were not reported dosage regimens: novopen 4: ??-???-2025 to not reported. Medical history was not provided. Since an unknown date, shortly after beginning use of novopen 4, the pen started causing episodes of uncontrolled glucose despite insulin being administered correctly. On an unknown date the patient was taken to the hospital (details not reported) on several occasions due to these episodes. After a more detailed review, it was determined that the pen was not functioning properly and was not delivering the correct insulin dose. The reporter emphasized that the short time of use was concerning given the pen's defect, which could have serious consequences for the health of insulin-dependent users. The reporter provided the purchase invoice. Batch numbers: novopen 4: pvgha36-3 . Action taken to novopen 4 was not reported. The outcome for the event "episodes of uncontrolled glucose (loss of control of blood sugar)" was not reported. The outcome for the event "the pen was not delivering the correct insulin dose (inaccurate delivery by device)" was not reported. The outcome for the event "pen was not functioning properly (device malfunction)" was not reported. Reporter's causality (novopen 4) - episodes of uncontrolled glucose (loss of control of blood sugar) : unknown the pen was not delivering the correct insulin dose (inaccurate delivery by device) : unknown pen was not functioning properly (device malfunction) : unknown company's causality (novopen 4) - episodes of uncontrolled glucose (loss of control of blood sugar) : possible the pen was not delivering the correct insulin dose (inaccurate delivery by device) : possible pen was not functioning properly (device malfunction) : possible references included: reference type: e2b company number reference ID#: (B)(4) reference notes:

Event description:
Case description: investigation result: name: novopen 4, batch number: pvgha36-3. The product was not returned for examination. The batch documentation was reviewed. Check record of batch pvgha36: 1.for bpr checking, no intervention / critical parameter change was performed in this batch, line clearance and reconciliation were checked, no abnormal was found. For logbook review, batch start, batch end, intervention record were checked, no abnormal was found. Dose indicator barrel defects (incompletely filled parts / uneven surface) were found in np4 main assembly process in durable device.the main potential impact of dv corresponding defects is in the "injection force high/uneven", which is not related to inaccurate dosage. Process investigation: 1.during qc testing of batch pvgha36, checkpoints a08 related to the inspection of dosage accuracy (sample size: n=70). The test results complied with specification, and no abnormalities were found during qc testing. 2.according to sop, the product safety - related risks (e.g dose accuracy) have been effectively identified during the design phase through the specific risk outputs equipment module specification identified in the design fmea. The assembly process has been validated based on design risk analysis. There was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch have been received for stj durable production. Based on above investigation, no abnormal related to "inaccurate dosage" during assembly batch pvgha36. The batch documentation has been reviewed and found to be normal. Since last submission case was updated with following information "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 15-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary. Name: novopen 4, batch number: pvgha36-3. The product was not returned for examination. The batch documentation was reviewed. Check record of batch pvgha36: 1.for bpr checking, no intervention / critical parameter change was performed in this batch, line clearance and reconciliation were checked, no abnormal was found.?? For logbook review, batch start, batch end, intervention record were checked, no abnormal was found. Dose indicator barrel defects (incompletely filled parts / uneven surface) were found in np4 main assembly process in durable device.the main potential impact of dv corresponding defects is in the "injection force high/uneven", which is not related to inaccurate dosage. Process investigation: 1.during qc testing of batch pvgha36, checkpoints a08 related to the inspection of dosage accuracy (sample size: n=70). The test results complied with specification, and no abnormalities were found during qc testing. 2.according to sop, the product safety - related risks (e.g dose accuracy) have been effectively identified during the design phase through the specific risk outputs equipment module specification identified in the design fmea. The assembly process has been validated based on design risk analysis. There was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch have been received for stj durable production. Based on above investigation, no abnormal related to "inaccurate dosage" during assembly batch pvgha36. The batch documentation has been reviewed and found to be normal.